Event description:
The formalin biopsy specimen bottle covers are leaking on a daily basis. Covers are put on and double checked for a good seal because this has been happening continuously and daily. Formalin leaks and when bottles are checked to go to path the bottles are found to have leaked.